Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultramini meter read inaccurately low in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the issue began on (B)(6) 2016 and that on (B)(6) 2017 the patient obtained a result of ¿353mg/dl¿ on the subject meter, which he felt was inaccurately low in comparison to a result of ¿700mg/dl¿ obtained on another meter. Meter to other meter comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and has exercised for ¿over 5 years¿. The reporter stated that on (B)(6) 2017 the patient developed symptoms of ¿thirst, blurry vision and urinating often¿ and that he visited an emergency room (ER), where he had his blood glucose tested with an ER meter, which gave a result of ¿700mg/dl¿ and he was treated with IV fluids. During the call the cca noted that the patient had been following the correct testing procedure and an approved sample site was used. The meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.